Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Measurements during shock lead impedance testing varied from the 80 ohms range to the 130 ohms range. Boston scientific technical services (ts) discussed the option of increasing the remote home monitoring alert trigger and monitoring. The remote home monitoring alert trigger was increased and the physician plans to continue monitoring. The root cause of the out of range measurements was not determined. No additional adverse patient effects were reported. This product remains implanted and in service.